Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer's mother stated customer change his site and reservoir when it happen. The customer was advised that the no delivery alarm may be due to site, set or reservoir issues. After the troubleshooting was done, customer was advised that the pump would be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan. The customer wants to change out the pump.